Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full reporter address; (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.

Event description:
It was reported that the pump had error code: "lec 1144". There was unknown patient involvement.